Event description:
It was reported that during a left coronary artery angiogram, air was injected into the patient. This caused spasm and arrhythmia. Nitro was injected into the artery and flow was resumed. The complainant reported that air had been injected two other times at this account; however, additional information was not available. One instance of air injection was reported in MDR report #1721504-2009-00178 for this account; however, it could not be confirmed if this was one of the additional instances mentioned by the complainant.

Manufacturer narrative:
The suspect device was not returned for evaluation. Since a lot number was not provided, a review of the device history record could not be performed. The complaint could not be confirmed.